Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. Additional product code: ktt. The raw material documents were reviewed and were found to be in specifications. The dimensions of the plate were measured and were found to be in specifications. The plate was examined with a scanning electron microscope (sem). The crack started on the transition of the upper side of the plate to the plate hole and inside the threaded part of the sixth plate hole and ran into the material. After breaking, the two plate fragments rubbed against each other causing a few destruction of the fracture surfaces (abraded areas). Fatigue striations were observed at the crack propagation zone. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. Based on the topography of the fracture surface, we can conclude that the implant was subjected to two sided moderate dynamic bending and torsional loads. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to the first crack and finally to the overload. A failure resulting from either a material defect or the manufacturing process can be excluded.

Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: patient was treated for a periprosthetic femoral fracture on (B)(6) 2010 with a locking compression plate (lcp) broad plate with cable and screws for fixation. On (B)(6) 2013 the plate broke in rehab. The patient was returned to the or on october 11, 2013 for hardware removal and revision to a locking compression plate (lcp) distal femoral plate with cable and screws. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional common device name hwc. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.